Event description:
It was reported that the tip of the screwdriver shaft broke during surgery while inserting the locking cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the screwdriver shaft has one of three positioning cams totally broken. Unfortunately we were not able to determine the cause of damage. We assume that the instrument was not positioned properly of heavy mechanical forces were leading to the break of the positioning cam. The article was produced in february 2009. Further investigations of the manufacturer- and material documents have shown that the specifications were met. A product defect was not determined.